Event description:
Received report from chief technician at clinic that during treatment the air detecter alarmed. Upon examination of the tubing it was found that there was a small hole around the seal at the bottom of the arterial chamber which allowed air to enter system. The tubing was removed and replaced without further incident. The estimated blood loss was 100<cc. No adverse effects or medical intervention was required. The patient was md dob 8-17-49. MDR filed due to blood loss only. No sample is available.